Event description:
Noise on rv lead was seen. Inappropriate shocks were delivered due to the noise. The rv lead was capped and replaced. A portion of the lead was returned on (B)(6) 2013.

Manufacturer narrative:
Upon receipt, the lead was found dissected at approx. 25.5 cm distal to the is-1 connector pin. The distal part of the lead was not returned for analysis. The proximal lead fragment was inspected. The analysis revealed a bend of the inner coil close to the is-1 connector pin. Blood penetrated the lead. It is reasonable to assume that the damages occurred during the explant procedure. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis of the returned lead fragment did not reveal any sign of a material or manufacturing problem.